Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and pt back into service.

Event description:
The customer reported the left monitor intermittently displayed black images. This is a reportable event attributed to an intermittent loss of live fluoroscopy x-ray. There are no reports of pt injury or death associated with this event.